Event description:
It was reported that pump repeatedly displayed malfunction alarm coded as malf 12-0x2071, with same malfunction occurring three or more times and prompting customer to contact support for first time. There was no reported impact to the customer¿s blood glucose level, and customer¿s blood glucose value at time of event was not provided. Customer did not attempt to reset pump before calling, and technical support arranged replacement pump and shipping, provided storage and return instructions, and requested return of malfunctioning pump, while customer declined to share information about backup insulin therapy.